Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 02-oct-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 2026095-2019-00159 for the second event. It was reported the patient stated he went to sleep at midnight and there was some fluid left in the device. At 0500 the device had completely infused. The device was not supposed to complete the infusion until 1140. Additional information received 10-sep-2019 stated the patient complained of extreme fatigue but there was no injury. Additional information received 23-sep-2019 stated. "Upon further investigation on our part, we found those pumps were mixed incorrectly. The total volume was not correctly calculated based on the number of hours to be infused, thus the pumps infused too rapidly." Additionally, re-education of the pharm techs was implemented, so this would not happen again. So your product was not in any way at fault."